Event description:
Healthcare professional reported right side ¿ruptured implant¿ and "baker grade iii" capsular contracture were diagnosed by imaging. Device has been explanted.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿capsular contracture: unable to observe since it is not related to the device.

Event description:
Healthcare professional reported a right side rupture diagnosed via MRI and a capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and "baker grade iii", capsular contracture.

Event description:
Healthcare professional reported, right side ¿ruptured implant¿. And "baker grade iii", capsular contracture were diagnosed by imaging. The device remains implanted.

Event description:
Healthcare professional reported right side ¿ruptured implant¿ and "baker grade iii" capsular contracture were diagnosed by imaging. Device has been explanted.